Event description:
It was reported that the customer had a no delivery alarm during "basa", bolus, fixed prime on the insulin pump. The customer's blood glucose level was 170 mg/dl. The troubleshooting was perform. The customer states she cannot remove her quick release currently because she is at work and it is inserted above her buttocks, asked customer if she wanted me to hold and I could wait, but customer instead states she will call helpline to finish the troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.